Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a lot of pain at location of the side and felt as if the device had moved. Upon physical examination, the right side of the lumbar spine, the scs was palpable. It was also reported that the patient had not used the scs for years and was sometimes sore. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that replacement to a non-rechargeable ipg was suggested because the patient was experiencing charging issues. There will be no further course of action to be taken at this time due to the patient having a non-device related medical condition.

Event description:
A report was received that the patient was experiencing a lot of pain at location of the side and felt as if the device had moved. Upon physical examination, the right side of the lumbar spine, the scs was palpable. It was also reported that the patient had not used the scs for years and was sometimes sore. The patient will undergo an explant procedure.